Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the patient called vat to let them know medication was leaking out of the midline. After investigation, it appeared line fractured at hub. They replaced line". There was no patient injury or consequence. The patient's condition is reported as "fine". Therapy was reported to have been delayed/interrupted as a result of the alleged defect.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the patient called (B)(4) to let them know medication was leaking out of the midline. After investigation, it appeared line fractured at hub. They replaced line". There was no patient injury or consequence. The patient's condition is reported as "fine". Therapy was reported to have been delayed/interrupted as a result of the alleged defect.